Event description:
Customer called to ask about results given with the mda antithrombin iii reagent (mda atiii). The customer reported that they had questionably low results. The customer was advised to run with the caps off rather than in cap piercing mode. The results were higher and closer to expected values. The customer faxed in the data which showed a marked difference in results between "caps on" and "caps off." The customer reported that two pts were placed on coumadin based on the results with the caps on.